Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic bile duct repair, the circulating nurse checked that the outer packaging of the product was complete and opened it. When installing, the instrument nurse found that the product did not match the applier slightly. After manual adjustment, there was no abnormality in appearance. After clipping the cystic artery, the clipping was unsuccessful. The clip closed on the tissue but bifurcated. Another device was used and repeated the clipping on the target tissue to ensure safe clipping and completed the case. There was no patient injury.